Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a bankart surgery the shuttling suture was not rolling out of the hook. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6069-45r/ batch 15215387, was received for investigation. Upon visual inspection, no problems were found were noted with the device. Functional testing noted resistance when engaging the wheel. Additionally, the wire only advanced 1cm from the tip. The thumbwheels should be advanced slowly in a backward movement to advance the suture. The most likely cause for the reported failure can be attributed to user error due to excessive force being used when engaging the wheel.